Manufacturer narrative:
Product analysis : no specific complaint made regarding returned implant. Visual review identified explanted disc, with evidence of bony ingrowth on both endplates. Damage and disassembly of returned implant consistent with explantation.

Manufacturer narrative:
(B)(6). (B)(4). Neither product nor applicable imaging studies available. Hence, it is difficult to draw any conclusion. Although the reason for explant is not knwon, still we are filing this MDR fr notification purposes.

Event description:
It was reported that, the patient underwent procedure for disc explantation. Product came in contact with the patient.